Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's (pt) handset and communicator won't allow them to change the therapy. Caller states they first noticed this just today. Patient services walked caller through communicating with implant. Caller reports seeing "internal device has lost all data. Contact clinician." Caller confirmed this is what they keep seeing when trying to communicate. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and have message cleared.